Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating on (B)(6) 2025, between 12 noon and 1:43 pm after 1 hour and 30 minutes of use, the device went on alert while the patient was intubated and ventilated. The first message received was "pairing". Then, "the malfunction may come from the battery, the armband etc... ". No further action is possible with this message displayed on the device. The teams turned the device off and on again, but it was impossible to use the device. The helicopter arrived quickly for the continuation of the patient care with no impact on the patient directly. Once the event was complete, the tempus pro monitor was turned back on, with no apparent problems.